Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated the patient was last seen on (B)(6) 2009 for overactive bladder, super pubic pain and sensitivity. The physician determined there was no erosion or infection. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.